Event description:
A report was received that the patient will undergo an ipg replacement after an non-device related fall on the ipg. The patient reported that he was unable to charge his ipg after the fall.

Manufacturer narrative:
Additional information was received that the patient was doing fine after the revision procedure. The explanted device was not returned to bsn for evaluation as they was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found it to be satisfactory.

Event description:
A report was received that the patient will undergo an ipg replacement after an non-device related fall on the ipg. The patient reported that he was unable to charge his ipg after the fall.